Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there were 4 occurrences of safety shield failure and with one of the needles a needle stick injury - post use occurred. There was no report of what patient intervention was provided. The following information was provided by the initial reporter. The customer stated: "during blood collection the safety shield broke off causing a needle stick injury."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-20. H.6. Investigation summary: bd received 48 samples for investigation. Twenty (20) of the samples where chosen at random and evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there were 4 occurrences of safety shield failure and with one of the needles a needle stick injury - post use occurred. There was no report of what patient intervention was provided. The following information was provided by the initial reporter. The customer stated: "during blood collection the safety shield broke off causing a needle stick injury.".